Event description:
A physician reported to fresenius this anonymous hemodialysis (hd) patient utilizing the fx coral 80 dialyzer experienced an allergic reaction during an hd treatment. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s adverse event; however, no additional information was obtained. In the intake, it was stated the patient¿s allergic reaction involved itching and wheals. The physician assumed the patient¿s reaction was due to the polysulfide material within the dialyzer. Presently, there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to the performance of any fresenius product(s) or device(s). Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s allergic reaction. Hypersensitivity to components of the dialyzer is a known and anticipated side effect that may occur due to the patient¿s intrinsic response to the material contained within the membrane.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Manufacturer narrative:
Investigation: the situation described is adequately addressed in instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The sample is not available. The cause for the failure reported cannot be confirmed based on the current available information. Retain samples showed no unusual residuals which could lead to the reported reaction. Therefore, it is assumed that the patient allergy/reaction might be caused by other factors besides dialyzer, for example, the specific physical/medical status of patient. A review of the relevant quality documents related to the batch or a retention sample analysis was not possible as no batch number was provided.

Event description:
A physician reported to fresenius this anonymous hemodialysis (hd) patient utilizing the fx coral 80 dialyzer experienced an allergic reaction during an hd treatment. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s adverse event; however, no additional information was obtained. In the intake, it was stated the patient¿s allergic reaction involved itching and wheals. The physician assumed the patient¿s reaction was due to the polysulfide material within the dialyzer. Presently, there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to the performance of any fresenius product(s) or device(s). Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s allergic reaction. Hypersensitivity to components of the dialyzer is a known and anticipated side effect that may occur due to the patient¿s intrinsic response to the material contained within the membrane.